Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received lap-band with access port I, taper type ii, and an additional piece of tubing that was approximately 17 inches in length. The band tubing was separated at the collar, and the port tubing was separated approximately 3 inches from the taper. The ss connector was visible from one end of the additional piece of tubing. An opening was noted on the taper tubing junction. Scratches were noted on the port. The band ring and shell were separated approximately 1/4 inch from the buckle. The buckle strap was noted to be partially separated from the buckle. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and the band was leaking from one opening on the collar, as well as from the band ring/shell where the band was separated near the buckle. The band collar had an opening that was approximately 1/5 of an inch in length. Under microscopic analysis, the opening was noted to have striated edges, consistent with damage from a surgical tool. A smooth-edged opening was observed on the taper tubing junction. The port tubing was noted to have a surgical end cut with striated edges, consistent with the removal of the device. The end of the band tubing was noted to have striated edges, consistent with a surgical end cut. One end of the additional piece of tubing was noted to have striated edges, consistent with a surgical end cut. The ss connector was visible from the opposite end of the additional piece of tubing. The ss connector appeared to be straight, with no obvious abnormalities. The band was noted to be separated approximately 0.4 inches from the buckle. The edges of the band ring and shell were striated, and consistent with surgical damage from the removal of the device.

Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 08/07/2017. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was removed due to "slippage of patient's band, abdominal pain, and difficulty swallowing".